Event description:
A (B)(6) female pt contacted zoll customer support to report that the belt connector on her monitor case was broken. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case) has been confirmed. Upon receipt the lcd screen was cracked and the belt connector was broken from the case. The damage to the belt connector left the monitor unable to connect to an electrode belt. The root cause for the damaged monitor case cannot be positively determined but is likely excessive force from physical impact. No adverse event resulted from the broken connector. The pt was issued a replacement monitor.